Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was received for evaluation. Visual inspection revealed that the shaft had been fractured at the distal end. The actual device was measured and found to be approximately 995mm in total length. Specified total length of this product code is approximately 1000mm. The actual device was found to be missing a segment approximately 5mm in length. Magnifying and electron microscopic inspections of the fracture end revealed the following: the fracture end of the urethane outer presented the configuration which implied that the urethane outer layer had been ripped off; the core wire was exposed at the fracture end; at approximately 4mm from the fracture end, the urethane outer layer had been stretched and torn; the core wire was exposed at the tear; some creases had been generated around the fracture end. The outside diameter of the guide wire shaft was measured on the undamaged segment and found to meet the specifications. The urethane outer layer around the distal end of the device was dissolved and removed. The fracture end of the exposed core wire was inspected under electron microscope. The fracture cross-section was found to be in the flat shape with the generation of the dimple pattern on the surface. The outside diameter of the core wire was determined on the undamaged section and verified to meet the specifications. Reproductive testing was performed on the involved product code. It has been found that the guide wire may get fractured when it has been subjected to one of the force described below and that the fracture cross-section presents some regular configurations depending on the force it has been subjected to. A product sample was subjected to repetitive bending forces at a 90-degree angle till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. This state was found to be very similar to that seen on the actual device. A product sample was subjected to repetitive one-way torque force in the curved state till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. This state differs from that seen on the actual device. The sample of the involved product code was subjected to pulling force in the state of being formed into a loop shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state differs from that seen on the actual device. The sample was subjected to horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. This state differs from that seen on the actual device. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the that the actual device was subjected to repetitive bending force at one point, where the core wire got fractured as a result of metal fatigue; subsequent pulling force ripped the urethane outer layer, resulting in the complete separation of the fractured piece from the actual device. As a cause of the stretched and torn urethane outer layer, it is likely that the actual device was trapped by some object, including the lesion. Subsequently, in this state, it was exposed to pulling force which exceeded the strength limit of this product. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that during the case of a shunt pta, during attempts to get the actual radifocus guidewire m through the narrow stenosed section, the actual sample became fractured and remained in the blood vessel. The fractured section is still in the patient's body. The procedure outcome and patient impact was reported to be unknown.